Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the up arrow, down arrow and okay buttons were under responsive. Additionally, the keypad was said to be "thinning." This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/28/2015 with the following findings: the keypad cover was thinning. The keypad buttons were normally responsive, and contamination was found under the button contacts. Unrelated to the initial complaint, the display screen was dim and discolored.